Event description:
Healthcare provider reported left side deflation and capsular contracture baker grade ii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, a crease smooth opening assessed to a fold flaw opening. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the device. ¿ wear abrasion observed in the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported left side deflation and capsular contracture baker grade ii. The device has been explanted and replaced.